Manufacturer narrative:
Corrected information has been provided in d1 and d4 (serial). Difficult/unable to insert through other device: the cause of difficult/unable to insert through other device was most likely patient condition related since the clinical team confirmed the issue was due to patient had difficult anatomy of vasculature (tortuosity and iliac disease). Pd-cannula assembly- (twist, bent, kinked): the cause of pd-cannula assembly- (twist, bent, kinked) was most likely patient condition related since the clinical team confirmed the issue was due to patient had difficult anatomy of vasculature (tortuosity and iliac disease). Failure to advance: the cause of failure to advance was most likely patient condition related since the clinical team confirmed the issue was due to patient had difficult anatomy of vasculature (tortuosity and iliac disease).

Event description:
The complainant reported a patient was implanted with an impella cp via percutaneous left femoral artery for mechanical circulatory support. The emergent patient was in the catheterization lab post extracorporeal membrane oxygenation insertion. The cardiologist decided to unload with an impella. During initial short sheath insertion it was noted that the iliac was tortuous and plans were changed to switch to a long sheath. An impella cp was being inserted over the wire and it could not be advanced completely out of the sheath due to tortuosity and iliac disease. After several attempts to insert the impella cp it was aborted and the decision was made to instead use an intra-aortic balloon pump (iabp) for venting strategy. Iabp was placed through the an impella 25 centimeter sheath successfully and then percutaneous coronary intervention was done via single access with companion sheath.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.